Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had door kit was damaged. The upper right hand side of lighthouse had a chip missing in it which was resolved with replacing pressure sensors with new ones off the shelf and repaired damaged door kit by replacing door kit with new one. There was no patient involvement.